Event description:
Sorin group (B)(4) received a report that the display of the centrifugal pump displayed only dashes during set up. The flow probe was replaced and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.